Manufacturer narrative:
The reported back up vvi reset was confirmed in the laboratory and was due to a power on reset which was caused by an internal insulation abrasion in the associated riata lead. Analysis found high voltage output circuit damage on the device.

Event description:
It was reported that the device was at eri. Prior to device change out, three dft tests were performed. Two tests were initially successful at 36j. A third 36j test failed, requiring external defib to rescue the patient. The ICD went into hardware reset with no defib therapy available. The ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported backup vvi reset was confirmed in the laboratory and was due to a power on reset which is believed to be caused by the application of external defibrillation that occurred in the field. Analysis found high voltage output circuit damage on the device, consistent with lead damage.